Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 1/28/15 - disc 208 pfs and medical records received. Pfs identified patient dob, height and weight. An unknown stem is now being added to address previous allegations of elevated toxic metal ions.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/19/2016 & 2/26/2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported that the patient had a left total hip arthroplasty in 2007 and left total hip revision in 2009. There are no component sticker sheets or product lists to know if or when depuy components may have been implanted or explanted from the patient. A doctor's note reported that in 2009 the socket and screws were coming off, but it is not known if these were depuy components and will not be reported at this time. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 3, 2016.

Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/8/16, 3/11/16, 3/12/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported the patient with a pelvic abscess/infected hematoma and pelvic osteomyelitis of the left iliac wing over the hardware. A loose cup with significant migration medially and retroverted was reported along with pelvic discontinuity, protrusio and evidence of early osteolysis. There are still no product stickers or information sheets within medical records to know if the components are depuy or not. For this reason, the cup is still not being added to the complaint. If new information is received, the complaint and medwatch will be updated as needed. A surgical note dated (B)(6) 2009 reported purulent drainage and all hardware involved being removed but only mentioned it involved some of the plates and that some of the screws from the old plates were broken. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 22, 2016. Update 4/5/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 25, 2016.

Manufacturer narrative:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Doi: (B)(6) 2007 - dor: (B)(6) 2009 (left hip). *patient is a resident of (B)(6). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Updated 16 june 2015 ---- received pfs. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time.